Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent. Additional information reported: did the device cut? -- no information. If the device cut was the cut line fully circumferential around the target tissue? --- no information. Was the staple line fully circumferential around the target tissue? --- no information. What confirmation was received that the device was fully fired? --- the device could not be fully fired. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? --- yes.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lap low anterior resection, the firing stopped on the way though the device was closed as much as possible prior to firing. The staples were unformed. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.